Event description:
The following information was received from the field: during a coronary procedure the balloon ruptured during deployment. The stent was implanted and the balloon will be returned for analysis. There was no pt injury reported.